Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years, 8 months due to prosthetic aortic valve endocarditis with perivalvular abscess. Based on the op report, intraoperative tee confirmed both vegetations on the prosthetic valve along with a small perivalvular abscess in the noncoronary sinus area. There was also noted to be aortic stenosis of the prosthetic valve, with the valve orifice area calculated at approximately 0.9 cm2. Upon removal of the valve, it was noted to have thickened leaflets with some small vegetations on all of the leaflets. The annulus and the noncoronary sinus area appeared to be infected. The rest of the annulus appeared incorporated without infection. A new edwards bioprosthetic valve was seated and tied securely. The patient was reported to have tolerated the procedure well. The surgeon also indicated that the reason for explanting the subject valve was not related to a device malfunction.

Manufacturer narrative:
(B)(4) = leaflet thickening with vegetations. Device not returned. Unfortunately, the valve was not returned for analysis; therefore, the root cause of this event could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Moreover, non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown.